Manufacturer narrative:
Exact date of death is unknown. Exact date of event is unknown. Exact date of implant is unknown. (B)(4).

Manufacturer narrative:
Correction: (B)(4) was deleted.

Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following adverse events and device malfunctions were observed: post operative rupture, with decrease in blood pressure, death. The investigator assessed that the cause of the event is related to the disease or treatment. No further information is available for this event.